Event description:
The account reported the bed exit alarm is not functioning on the bed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support asked the account if the bed exit is sending a nurse call but they are not sure at this time. Hill-rom tech support asked the account to troubleshoot the bed exit alarm. The account found a damaged cable for the scale power control board. The wires were pulled out of the wire harness. No further info is available on the repair of the bed at this time. A f/u report will be sent once this info becomes available.